Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information from a third-party service center that corrosion on metallic surfaces. There was no patient harm or injury. During the evaluation of the device, the service center reports that corrosion on metallic surfaces and dust/dirt contamination found inside the device. The unit was scrapped, and the power connector was destroyed. The service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation.